Event description:
Surgeon used sureform 60 stapler on the inferior mesenteric artery (ima) and jaws became stuck during use. We had a recoverable fault (32101) that could not be recovered when button was pressed. Robot representative called to operating room suite as well as called the 1-800 robot number. Manual release on the stapler was required to slowly release stapler from the tissue.